Manufacturer narrative:
Section d6a: if implanted, give date: not applicable, as lens was removed/replaced during the same procedure. Section d6b: if explanted, give date: not applicable, as lens was removed/replaced during the same procedure. Section e1: telephone number: (B)(6). Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain missing information; however, the account did not have the information. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a preloaded multifocal intraocular lens (iol) was implanted in a patient's right eye and subsequently removed due to a scratch near the optic. The customer confirmed that the damage was not caused by user error. The procedure was completed using another johnson & johnson lens (same model and diopter) as a replacement. No patient injuries or complications, such as capsule tear, unplanned vitrectomy, incision enlargement, or the need for sutures, were required. No medication outside the standard of care was required. The patient outcome was reported as unknown. The lens is unavailable for investigation. No other information as provided.

Manufacturer narrative:
Corrected data: upon further review it was noted that section g4: PMA/510(k) number in the initial MDR was inadvertently submitted missing the ¿p¿ before the numerical value. The complete number is p980040. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.